Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. After receiving the alarm, the customer would change out the cartridge and infusion set. The customer's blood glucose level was not impacted. As these alarms had occurred in the past and the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the alarms was unable to be performed.